Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2013 and topical skin adhesive was used. When cracking the tube for dispensing, a glass shard penetrated the ampoule. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 06/20/2013.conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Visual examination of the sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.